Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was removed due to an infection. It was also noted that the patient has end stage renal disease (esrd) requiring hemodialysis, and there was an infected dialysis site complicated by (B)(6). No further patient complications have been reported as a result of this event.